Manufacturer narrative:
The immucor laboratory tested a blood sample sent from the customer site.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.